Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was initially implanted to treat an abdominal aortic aneurysm. The two (2) month routine follow-up CT showed the presence of a type ia endoleak around a small calcium chunk at the level of the sealing location. There was no evidence of infolding of any graft rings; the second ring is irregular in shape due to the placement of this in the curvature of the aorta and a smaller diameter than that of p2+13. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on description of the event and medical information available, clinical assessment confirmed the reported event of the type ia endoleak. The event is most likely anatomy related as there was thick neck calcification. Procedure related harms for this complaint could not be determined. The final patient status was reported to be under surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.